Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2022 that a detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. The patient reported that the sensor had accidentally ripped off on (B)(6) 2022 and afterward he had swelling at the insertion site as well as a lot of pain which increased when walking. He went to urgent care on (B)(6) 2022 and an x-ray showed that the sensor wire was stuck in the leg muscle. Additional information was received on (B)(6) 2022. The patient reported he saw a surgeon who repeated the x-ray. He had a two-hour surgery under general anesthesia on (B)(6) 2022 to remove the sensor wire, which took longer than the surgeon expected due to the difficulty of locating the wire. The wound was closed with surgical glue and no sutures. At the time of follow up the patient stated the area was healing with some raised tissue at the incision site, and he was doing well. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. A probable cause could not be determined. No additional patient or event information is available.